Manufacturer narrative:
Batch review performed on 23-nov-2021: lot 2102788: (B)(4) items manufactured and released on 16-jun-2021. Expiration date: 2026-06-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Clinical evaluation: femoral perforation occurred during cementless stem implantation in an elderly woman ((B)(6) year old). This event may be due to an uforeseen event arisen during femoral preparation in a weakened bone, but we have no information that may enable us to assess the causes of the event. There no reason to suspect a malfunctioning device.

Event description:
When the amistem-p was inserted, the posterior part of the femur was perforated. After a reinforcement with nespron tape, it was replaced with an amistem-c, but the stem followed the same route and it was not possible to fix it. The cement could not be removed so a second surgery has been performed on (B)(6) with an amis-k.